Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that after 11 days of wearing the adc freestyle libre sensor, the sensor detached and bruising and skin irritation was observed at the sensor site. It was further reported the customer was advised by a family member to wash the insertion site with soap and water and to use lexxema (methylprednisolone) steroid cream that was prescribed by a healthcare professional. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: serial number and device mfg date has been updated based on the returned product. Visual inspection has been performed on the returned sensor patch and no issues were observed. The sensor plug was seated correctly. Extended investigation has also been performed for the reported complaint. Data was extracted using approved software and visual inspection was performed on all returned pucks, and no anomalies were found. A review was performed to check for potential issues relating to sterility or endotoxin levels, focusing on environmental monitoring data from third party manufacturers (tpms), final product bioburden and endotoxin levels, and sterilization dose audits. No adverse trends were identified, and no evidence was found to indicate that product manufactured during this period was subjected to any atypical conditions relating to sterility or endotoxin levels. The extended investigation showed all processes were effective and did not find any abnormalities with the units. The complaint is not confirmed.

Event description:
Customer reported that after 11 days of wearing the adc freestyle libre sensor, the sensor detached and bruising and skin irritation was observed at the sensor site. It was further reported the customer was advised by a family member to wash the insertion site with soap and water and to use lexxema (methylprednisolone) steroid cream that was prescribed by a healthcare professional. There was no report of death or permanent injury associated with this event.